Manufacturer narrative:
In this case, the returned device analysis was unable to confirm the reported clip jumping. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported clip jumping could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. During the preparation of the clip delivery system (50626r1067) it was noted that the system was difficult to flush. Troubleshooting was performed and the system was able to be de-aired and implanted. To further reduce mr, an additional clip (50626r1072) was inserted into the valve. It was noted that the clip exhibited unusual behavior during inversion and when transitioning from the inverted to the standard 120 degree position. Therefore, the device was removed and replaced. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. During the preparation of the clip delivery system (50626r1067) it was noted that the system was difficult to flush. Troubleshooting was performed and the system was able to be de-aired and implanted. To further reduce mr, an additional clip (50626r1072) was inserted into the valve. It was noted that the clip exhibited unusual behavior during inversion and when transitioning from the inverted to the standard 120 degree position. Therefore, the device was removed and replaced. There were no adverse patient effects and no clinically significant delay in the procedure.